Manufacturer narrative:
During onsite visit the field service engineer found no problem or issues which would prompt shutter error. No technical root cause was identified according to the technical review. The possible root cause could not be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The device history records (DHR) for the device were reviewed. The associated device was released based on acceptance criteria. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A surgical assistant reported a shutter error occurred with two seconds left in treatment. The treatment was completed with no patient harm. The patient was reported as doing well at the one day postoperative visit. No additional information available.